Event description:
The customer reported alarm - error codes/messages, system error 245.3020. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 30may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Investigation complete.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages, system error 245.3020. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages, system error 245.3020. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted : bad air in line intermittent error 245.3020 return customer unrepaired. A review of the device history record showed the device had a manufacture date of 30may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts listed that have an already existing CAPA. CAPA # ca-2014-0284 for ail.

Event description:
The customer reported alarm - error codes / messages, system error 245.3020. There was no patient involvement.